Manufacturer narrative:
Exact date unknown, event occurred a week ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not feeling the stimulation on certain programs despite reprogramming done due to lead migration which was confirmed via x-ray. The patient underwent a revision procedure wherein the lead was repositioned and new clik anchors were added. The patient was doing well postoperatively. Nothing was explanted during the procedure.